Manufacturer narrative:
Device received with critical pump error due to moisture damage on the electronic assembly. Unable to verify device error alarm and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received motor safety circuit failed test. Customer's blood glucose level was unknown. Customer stated that they did not confirm the alarm. Troubleshooting was not performed. The insulin pump will not be returned for analysis.